Manufacturer narrative:
(B)(4). G2: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the tip of the device needle was fractured during implantation. All pieces were removed and it was noted the surgeon was bending the needle prior to use.additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the returned product identified the device has been cycled two times and the needle has fractured near the connection to the needle sleeve. There are still anchors and sutures in the fractured part of the needle. Fracture analysis has been previously analyzed, where bending overload was identified as the mode of failure. Review of the device history record(s) identified no deviations or anomalies during manufacturing. The root cause of the reported issue is attributed to user error as the surgeon bent the jugger stitch needle. Per ¿biomet sports medicine jugger stitch¿, maxfire¿ and maxfire marxmen¿ meniscal repair devices" IFU 01-50-1123, ¿instruments, which have experienced extensive use or excessive force, are susceptible to fracture.¿ per the ¿juggerstitch meniscal repair device¿ surgical technique, page 11, ¿user-initiated bending of the device needle may result in implant non-deployment.¿ the reported event is confirmed as the juggerstitch was returned with a fractured needle. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.